Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the monopolar curved scissors (mcs) instrument would not move. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: "the monopolar curved scissors stopped working, there was no tissue stuck in the jaws and the monopolar curved scissors were in a "closed" position. "